Event description:
It was reported that (1) device was used during a gastroplastic surgery. It was resported by the affiliate that the tlc55 instrument did not cut (at the 7 degree fire). There was no consequence to the patient.